Event description:
It was reported that the demo laser responded with "power cycle failure". The customer tried rebooting the system, and the error reoccurred. The case was rescheduled. There was no pt outcome due to the reschedule.

Manufacturer narrative:
Evaluation summary: the unit was returned due to reports of power cycle failure. The optical bench and short filter were burnt causing the unit to smoke when fired. The site replaced the marker diode, optical bench, short fiber to correct performance issues. The temperature accuracy and treatment laser power levels were within specifications for this product. Performed annual calibration and electrical safety test. The laser was tested and met design specifications and was returned to the customer.